Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient's system was reprogrammed on a combination with good impedance, and they are receiving effective therapy and there is no longer any issue with charging.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: . Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: .please note that additional reports will be submitted regarding the additional ins involved with this event. As this is the first report to be sent regarding this event, the related report numbers are not yet known. The reference number of this report will be included on the next reports. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a new ins about 5 months prior. This ins had depleted in 4 months. At the time they believed this was due to an increase in settings. The ins was explanted and replaced. The new ins only lasted 19 days before it was depleted. This ins was explanted and replaced with a rechargeable device, and at this time the extension was also replaced. The new rechargeable device only lasts for 19 hours before it needs to be charged again. It was also stated that the patient was charging for a large amount of time, something like 4-6 hours. The patient was programmed at 420 or 450 us, and 130 hz, the amplitude was not known but it was suspected to be lower. The patient's nurse reported that the impedance values have been and continue to be in a normal range. The patient was seen again in the clinic and therapy impedance of 60 ohms was found, and contacts 8 and 9 were measured to be at 41 ohms. An intermittent short circuit was discussed with the hcp, and they were advised not to use those contacts in therapy. A lead short on contacts 8 and 9 was suspected. Recharging improvement after the contacts with low impedance were removed from programming was discussed with the hcp. It was stated that the patient has been receiving therapy. There were no symptoms reported. No further complications were reported or anticipated.